Event description:
It was reported that a leakage alarm came up during treatment. There was no back up available and it caused a delay greater than 2 h. The canister and dressing were changed and there was no injury reported at the moment.

Manufacturer narrative:
We have now concluded the investigation for this complaint. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. A review of the complaint history found other instances of this reported issue. These instances are being monitored to determine if additional actions are required. The renasys go with serial khbe160028 and used in treatment, has not been returned for evaluation. Due to this visual or functional inspection could not be performed and a relationship, if any, between the reported failure and the device could not be established and root cause cannot be determined with confidence. Factors that are known to cause or contribute to the reported leaking issue can arise from the valve seals becoming contaminated or worn. Should the device or additional information be received, this complaint will be reopened and reevaluated.